Event description:
The customer reported that she went to the emergency room with blood glucose levels greater than 700 mg/dl. The customer stated that the insulin pump alarmed motor error prior to the event. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. However, found multiple motor error alarms in the alarm history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Motor error alarm noted during basic occlusion test due to faulty force sensor. Unable to complete functional test due to motor error alarm. Cracked case on lcd display window corners, scratched lcd window and broken reservoir tube lip noted during visual inspection. Motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off/no power alarms noted. The insulin pump passed selftest, off/no power test, displacement and rewind tests.